Event description:
It was reported that during an unknown lap procedure, the seal was leaking resulting in loss of pneumo. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.